Event description:
The event reported as: the staples were not aligned properly and therefore, the stapler jammed during use. No pt injury reported.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.